Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the reason for the revision was that the patient's knee was hyper-extending 5-10 degrees. The poly was changed out for a thicker one to give more stability. Also, the patella was never resurfaced during the original surgery, so a patella resurfacing was done because the patient also complained of patella femoral joint pain.